Manufacturer narrative:
The introducer sheath was returned to edwards lifesciences for evaluation. Upon visual inspection no visual abnormalities were observed on the sheath shaft or the other valves in the housing. Following disassembly of the sheath housing, a tear was observed on the cross slit valve. Given the location and length of the crack, it was hypothesized that a large object was inserted (roughly or otherwise) that may have caused the split to propagate. A dry introducer was inserted aggressively into a sample ascendra+ introducer sheath. This experiment failed to recreate the failure, as no tears were observed in the cross slit valve of the sample device. The event description indicated that blood leaked through the hemostasis valves when the sheath was inserted over the guidewire. Based on this description, the introducer sheath was flushed with a guidewire to evaluate hemostasis of the cross slit valve (provides hemostasis for 0.035¿ guidewires). Leakage was observed following this evaluation. Hemostasis testing of the valves was unable to be performed as the sheath housing could not be decontaminated due to a large buildup of blood inside the housing. The reported event was confirmed as a leak was observed from the sheath housing after flushing the introducer sheath. Additionally, following disassembly of the sheath housing, a tear was observed on the cross slit valve. This tear appears to have contributed to the complaint for hemostasis valve leakage. At this time a definitive cause of the tear could not be determined. Engineering attempts at recreating the failure were unsuccessful. Although the occurrence of the cross slit valve tear is unknown, inspections during manufacturing and product verification testing make it unlikely that a manufacturing non-conformance contributed to the observed issue. No manufacturing non-conformities were able to be found in the returned sample. Additionally, review of manufacturing mitigations, IFU/training, the DHR, lot history and applicable complaint history provided no indication that a manufacturing non-conformance contributed to the complaint. A definite root cause cannot be determined at this time. Review of complaint history revealed that the occurrence rate does not exceed the september 2015 control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing, pending device return. Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our (B)(6) affiliate, a blood leakage from the sheath hemostasis valve was observed during a transapical tavr procedure and blood transfusion was required. After the ascendra+ sheath was inserted, pulsatile blood squirted from the hemostasis valve of the sheath. The procedure was continued without adjustment of guide wire position. In addition, a considerable amount of bleeding was observed around the sheath at the access site. Balloon aortic valvuloplasty (bav) and valve deployment were performed without difficulty. The 23mm sapien xt valve was successfully implanted in a 60:40 aortic/ventricular position, as intended. An unknown amount of blood transfusion was given.